Manufacturer narrative:
It was reported that a 31-week nicu patient desaturated and there was no spo2 alarm generated. It was determined that the spo2 alarms had been turned off, so the customer biomed would like to know if there was a way to gray out this option, so the alarms cannot be turned off. A philips remote service engineering (rse) indicated this is not a current option. The information provided was also reviewed by a philips product support engineer (pse) who confirmed the rse finding. If the customer would like to have this functionality, it would be an enhancement request. The pse also reviewed the logs provided. On (B)(6) 2026, during the event time frame, the pse determined that the user turned the spo2 alarm from on to off a total of 14 occasions, two of those being from the pic ix. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was the user turned off the alarms. Based on this information, there was no device malfunction that contributed to the desaturation as the device was functioning per settings; however, a use error related to turning off the spo2 alarms appears to be a factor. The customer will be made aware of the findings.

Event description:
It was reported the 31-week nicu patient desaturated and there was no spo2 alarm generated. Prior to the event, the infant patient had a baseline spo2 of 95-100%, but the parents noted the patient did not sound right and had turned blue. Nursing was notified of the change in condition and noted the patient's spo2 was 25% with a heart rate of 45bpm. The patient was stimulated to decrease apnea and increase oxygen saturation. It was determined the spo2 alarms had been turned off, so the customer would like to know if there was a way to gray out this option, so the alarms cannot be turned off. Philips remote service engineering indicated this is not a current option.